Event description:
Before insertion the ports were flushed and balloon was inflated. Initial waveforms show appropriate pa & wedge pattern. After attachment to cardiac output cables, attempted to obtain a full set of numbers. Inflated balloon without resistance - no change in pa tracing and no air came back in syringe. Dr checked chest x-ray and catheter was in correct placement. Dr was also unable to get a wedge. Catheter was removed and balloon rupture was confirmed.